Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
2 of 2 reports. Other mfg report number: 3013886523-2021-00190. A physician reported that a certas valve was implanted to a patient via l-p shunt with a setting of 5 on (B)(6) 2020 to treat idiopathic normal pressure hydrocephalus (inph). Initially, there was a tendency for ventricular shrinkage, so the initial setting was changed from 5 to 6, and the tendency for ventricular shrinkage improved. However, around (B)(6) the ventricles became larger and tended to expand, so the pressure setting was lowered from 6 to 5 to 4. Obstruction was suspected and confirmed with a contrast medium under fluoroscopy. Confirmation of the contrast medium flowed through the spiral part of the siphon guard, however, the amount of contrast medium confirmed from the tip of the ventral was small. Ventriculomegaly and neurological symptoms did not improve, so shunt obstruction was suspected and the valve was removed and replaced on (B)(6) 2021. The catheter was also removed and replaced. The progress was good.

Event description:
N/a.

Manufacturer narrative:
UDI: (B)(4). The hakim valve was not returned for evaluation and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.